Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. Patient undergone capsulectomy. Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Patient undergone capsulectomy. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: crease fold, wear abrasion and yellow particles observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Continued initial reporter name and address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis results: visual analysis of the photographs identified: capsular contracture: in the photo observed biological tissue next to the device, but it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Physician reported right side capsular contracture, baker grade iii. Device has been explanted.